Manufacturer narrative:
The reported condition was confirmed however, the cause for the condition could not be reliably determined.

Event description:
The product was used during a cesarean procedure. Reportedly, the suture broke while removing from the package. The surgeon used another suture to complete the procedure. The hospital has reported that no patient injury occurred.